Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Resubmission update: submission 1416980-2016-14599 was originally submitted on (B)(6) 2016 via electronic gateway at a regulatory age of (B)(6). However, there was a request made by the FDA cdrh gateway to have submission 1416980-2016-14603 resubmitted electronically. This request was received after the regulatory age of (B)(6). Upon resubmission 1416980-2016-14599 will appear passed the age of (B)(6), however the original submission was made on-time during the first submission (on (B)(6) 2016) at age (B)(6).

Event description:
It was reported that the tubing near the titanium adapter on a homechoice transfer set was leaking. This event occurred during use with patient involvement. Patient went to the hospital and changed the transfer set to new one. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.